Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant, a device interrogation indicated that the right ventricular lead had dislodged. The right ventricular lead was turned off and was subsequently revised. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.